Event description:
After approximately 20 months of implantation, the device involved in this MDR report was explanted because it could not be interrupted. In addition no magnet response was observed.